Event description:
The cutter fired the first time and did not fire the second time, apparently jammed. This was taken out of service and replaced with another, same model & log number that did not work correctly.